Event description:
It was reported that the left ventricular lead was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation was melted, had cosmetic environmental stress cracking, a cosmetic depression, and a breached cut, and there was apparent explant damage.